Manufacturer narrative:
Result: faulty sensor coil cord and cpu board.

Event description:
It was reported by service report that the foot end lift would not lower. No patient involvement or adverse consequences were reported.